Event description:
It was reported that during the use of the product in the patient's home, a "no disposable, pump won't run" alarm went off. There was no patient injury.

Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is patient/consumer.

Manufacturer narrative:
Device manufacturing date: 08-oct-2020.